Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Tip impactor cracked when screwing it on the impactor.

Manufacturer narrative:
Corrected data: lot# g3194255. An event regarding crack/fracture involving an adm impactor was reported. The event was confirmed following visual inspection. Method & results: device evaluation and results: visual inspection: the adm impactor was returned fractured into two separate parts. The device was otherwise unremarkable. Medical records received and evaluation: not performed as no medical records were provided. Device history review: a device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: there has been no other similar events for the lot referenced. Conclusions: this event is currently under investigation. No further investigation is required at this time. If additional information becomes available such as device details to indicate further evaluation is warranted, this record will be reopened.

Event description:
Tip impactor cracked when screwing it on the impactor.